Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. Patient representative reported the implantation procedure of the scs caused the patient to have a stroke during the implantation. When asked for event date, patient rep mentioned the issue happened in 2024. Patient representative then mentioned that the patient was hospitalized in september (confirmed not related to scs) and went to rehab for a while. Patient representative mentioned the hospitalization was related to patient having more difficulty moving due to their spinal cord issue and the pain.